Event description:
It was reported that the console had energy issues; the console delivered the low energy. Additionally, error code 105 (system is not calibrated) had been taken. There was no patient involvement.